Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, which the caller completed successfully, resolving the issue and preventing any recurrence of the error. The caller was advised to wait 20 minutes before starting a new sensor session and understood the instructions.